Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the lead was dislocated. It was unknown what led to the event. There were "no shortcuts" in the system. The lead was repositioned on (B)(6) 2015. Prior to the surgery, impedances and battery status were "ok." Following the repositioning of the leads, the system was working without any problems. As of late (B)(6), the patient was fine and therapy was working well.